Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device recorded many episodes from the date of implant that appeared to be artifact. The device remains in use. No patient complications have been reported as a result of this event.